Manufacturer narrative:
(B)(4).

Event description:
It was reported that the removal tool (irt) fractured while attempting to seat an implant. It was also reported that the implant was trephined out and patient was sent home for healing. Tooth location 12.

Manufacturer narrative:
One implant removal tool was returned for inspection. The device shows signs of wear consistent with use. The tip of the device is noted to be fractured. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Information identified: if removal is necessary, curette any soft tissue from the implant site and allow site to heal as though it were an traumatic extraction. Due to the metal conductivity, electro surgery around the implants and intraoral abutment preparations without irrigation could result in tissue damage, patient injury and implant failure. Complaint was confirmed during inspection. The following sections have been updated: date of this report, manufacturer, UDI: (B)(4). MFR site, report source: contact office - name/address, date received by manufacturer, follow-up number, follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, device manufacture date, evaluation codes, additional narrative.